Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified that an error 106 appeared on the system due to an open circuit in the tip area. During the procedure, force sensor error 106 occurred. No further details were provided regarding resolution of the issue or the procedure. However, no patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual inspection revealed no damage or anomalies. The device was connected to the carto 3 system, and it was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. During the analysis, the dome was felt loose (not completely detached). For this condition, a manufacturing investigation was performed and it was concluded that this issue was related to the manufacturing process since improper application of adhesive (polyurethane) over the dome and sensor was observed. For this reason, an awareness session was performed with the associates. A manufacturing record evaluation was performed for the finished device [31071694l] number, and no internal actions related to the reported complaint condition were identified. The force sensor error reported by the customer was confirmed. The potential cause of the open circuit could be related to the dome condition. The carto 3 system and catheter instructions for use (IFU) contain the following recommendations: - the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. - do not scrub or twist the distal tip electrode during cleaning - when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. - do not use the catheter if the packaging or catheter appears damaged. This product issue will be addressed through the quality system. An internal action was created for further investigation of the loose dome condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).